Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On approximately (B)(6) 2025, the patient had a low reading on the cgm and was unable to provide the bgm reading at that time. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. The patient experienced seizure and lost consciousness. The patient was taken to the emergency room and treated there for hours with unspecified medication. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).